Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 334 mg/dl. The customer also reported that the insulin was squirting during manual prime process. Troubleshooting was performed for prime rewind. The drive support cap was protruded. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specific range. Device passed selftest and displacement test. However, device alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. Unable to perform occlusion test, prime test or excessive no delivery test due to compromised force sensor system alarm.